Event description:
It was reported a patient underwent a right hip revision due to pain. During the procedure, it was noticed that the liner rim had been fractured. It was noted that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 00801803602/ femoral head sterile product do not resterilize 12/14 taper / lot #: 61368536. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00337. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3; h2; h3; h6. Visual examination of the returned product identified liner is confirmed fractured. Fractured piece was returned. Liner shows nicks, gouges, and scratches on all areas of the device. Possible extraction damage is noted through the spherical surface in two locations. No other damage was noted. The liner was submitted for further analysis. Analysis determined the separation of the fragment from the main body was potentially caused by overloading of the rim of the liner, resulting in a pinching or crushing type of deformation at the rim. The complaint was confirmed based on the evaluation of the returned product and provided photos. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.